Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('found one coil to be outside the cervix on the bottom of my pelvic floor') and pruritus ('head has been more itchy') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pruritus (seriousness criteria medically significant and intervention required), pelvic pain ("have severe pain in 2 spots"), impaired work ability ("she was in such bad shape so she couldn't function"), psoriasis ("psoriasis"), stress ("stress"), menopause ("going through menopause"), uterine spasm ("cervix spasm"), alopecia ("hair is not falling out like it used to"), abdominal distension ("bloating") and gastrointestinal disorder ("bowel issue was the worst part of this"). The patient was treated with surgery (lavh and hysterectomy). Essure was removed. At the time of the report, the device dislocation, pruritus, impaired work ability, psoriasis, stress, menopause, uterine spasm, alopecia and abdominal distension outcome was unknown, the pelvic pain had resolved and the gastrointestinal disorder was resolving. The reporter considered abdominal distension, alopecia, device dislocation, gastrointestinal disorder, impaired work ability, menopause, pelvic pain, pruritus, psoriasis, stress and uterine spasm to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: menopause, device dislocation, pelvic pain, alopecia, bloating, gastrointestinal disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jan-2020: social media received- new events added- going through menopause, found one coil to be outside the cervix on the bottom of my pelvic floor, cervix spasm, have severe pain in spots, hair is not falling out like it used to, bloating, bowel issue was the worst part of this. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('found one coil to be outside the cervix on the bottom of my pelvic floor') and pruritus ('head has been more itchy') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo provera. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pruritus (seriousness criteria medically significant and intervention required), pelvic pain ("have severe pain in 2 spots"), impaired work ability ("she was in such bad shape so she couldn't function"), psoriasis ("psoriasis"), stress ("stress"), menopause ("going through menopause"), uterine spasm ("cervix spasm"), alopecia ("hair is not falling out like it used to"), abdominal distension ("bloating"), gastrointestinal disorder ("bowel issue was the worst part of this") and breast mass ("breast lump"). The patient was treated with surgery (lavh,surgery to remove and hysterectomy). Essure was removed. At the time of the report, the device dislocation, pruritus, impaired work ability, psoriasis, stress, menopause, uterine spasm, abdominal distension and breast mass outcome was unknown, the pelvic pain had resolved, the alopecia had not resolved and the gastrointestinal disorder was resolving. The reporter considered abdominal distension, alopecia, breast mass, device dislocation, gastrointestinal disorder, impaired work ability, menopause, pelvic pain, pruritus, psoriasis, stress and uterine spasm to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: menopause, device dislocation, pelvic pain, alopecia, bloating, gastrointestinal disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: content from plaintiff fact sheet:: event was added- breast lump and reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('found one coil to be outside the cervix on the bottom of my pelvic floor/both of my coils migrated out of fallopian tube') and pruritus ('head has been more itchy') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 4. Previously administered products included for an unreported indication: depo provera. In 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pruritus (seriousness criteria medically significant and intervention required), pelvic pain ("have severe pain in 2 spots/pain became so bad"), impaired work ability ("she was in such bad shape so she couldn't function"), psoriasis ("psoriasis"), stress ("stress"), menopause ("going through menopause"), uterine spasm ("cervix spasm"), alopecia ("hair is not falling out like it used to"), abdominal distension ("bloating"), gastrointestinal disorder ("bowel issue was the worst part of this"), breast mass ("breast lump"), genital haemorrhage ("bleeding"), menstrual disorder ("period got worse"), myalgia ("muscular pain"), nausea ("nauseated"), peripheral swelling ("leg swelling"), joint swelling ("ankle swelling"), goitre ("her thyroid gland swollen up"), abdominal pain lower ("cramping") and dysphagia ("unable to swallow"). The patient was treated with surgery (lavh,surgery to remove hysterectomy,removing tube,uterus and cervix and hysterectomy). Essure was removed. At the time of the report, the device dislocation, pruritus, impaired work ability, psoriasis, stress, menopause, uterine spasm, abdominal distension, breast mass, genital haemorrhage, menstrual disorder, myalgia, goitre, abdominal pain lower and dysphagia outcome was unknown, the pelvic pain had resolved, the alopecia had not resolved and the gastrointestinal disorder was resolving. The reporter considered abdominal distension, abdominal pain lower, alopecia, breast mass, device dislocation, dysphagia, gastrointestinal disorder, genital haemorrhage, goitre, impaired work ability, joint swelling, menopause, menstrual disorder, myalgia, nausea, pelvic pain, peripheral swelling, pruritus, psoriasis, stress and uterine spasm to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: menopause, device dislocation, pelvic pain, alopecia, bloating, gastrointestinal disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: fu 23 & 24 process together. Event "her thyroid gland swollen up, cramping and unable to swallow" were added. Reporter information was added. On 18-jun-2020: fu 23 & 24 process together. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('found one coil to be outside the cervix on the bottom of my pelvic floor/both of my coils migrated out of fallopian tube') and pruritus ('head has been more itchy') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo provera. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pruritus (seriousness criteria medically significant and intervention required), pelvic pain ("have severe pain in 2 spots"), impaired work ability ("she was in such bad shape so she couldn't function"), psoriasis ("psoriasis"), stress ("stress"), menopause ("going through menopause"), uterine spasm ("cervix spasm"), alopecia ("hair is not falling out like it used to"), abdominal distension ("bloating"), gastrointestinal disorder ("bowel issue was the worst part of this"), breast mass ("breast lump"), genital haemorrhage ("bleeding"), menstrual disorder ("period got worse") and myalgia ("muscular pain"). The patient was treated with surgery (lavh,surgery to remove hysterectomy and hysterectomy). Essure was removed. At the time of the report, the device dislocation, pruritus, impaired work ability, psoriasis, stress, menopause, uterine spasm, abdominal distension, breast mass, genital haemorrhage, menstrual disorder and myalgia outcome was unknown, the pelvic pain had resolved, the alopecia had not resolved and the gastrointestinal disorder was resolving. The reporter considered abdominal distension, alopecia, breast mass, device dislocation, gastrointestinal disorder, genital haemorrhage, impaired work ability, menopause, menstrual disorder, myalgia, pelvic pain, pruritus, psoriasis, stress and uterine spasm to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: menopause, device dislocation, pelvic pain, alopecia, bloating, gastrointestinal disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: fu 11 and 12 , 13,14,15,16,17 processed together.social media content received: reporter added. Event bleeding added, the event period got worse was added. On 23-mar-2020: social media : reporter added. Fu 11 and 12 , 13,14,15,16,17 processed together. On 23-mar-2020: social media content received: fu 11 and 12, 13,14,15,16,17 and 18 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('found one coil to be outside the cervix on the bottom of my pelvic floor/both of my coils migrated out of fallopian tube') and pruritus ('head has been more itchy') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 4. Previously administered products included for an unreported indication: depo provera. In 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pruritus (seriousness criteria medically significant and intervention required), pelvic pain ("have severe pain in 2 spots/pain became so bad"), impaired work ability ("she was in such bad shape so she couldn't function"), psoriasis ("psoriasis"), stress ("stress"), menopause ("going through menopause"), uterine spasm ("cervix spasm"), alopecia ("hair is not falling out like it used to"), abdominal distension ("bloating"), gastrointestinal disorder ("bowel issue was the worst part of this"), breast mass ("breast lump"), genital haemorrhage ("bleeding"), menstrual disorder ("period got worse"), myalgia ("muscular pain"), nausea ("nauseated"), peripheral swelling ("leg swelling") and joint swelling ("ankle swelling"). The patient was treated with surgery (lavh,surgery to remove hysterectomy,removing tube,uterus and cervix and hysterectomy). Essure was removed. At the time of the report, the device dislocation, pruritus, impaired work ability, psoriasis, stress, menopause, uterine spasm, abdominal distension, breast mass, genital haemorrhage, menstrual disorder and myalgia outcome was unknown, the pelvic pain had resolved, the alopecia had not resolved and the gastrointestinal disorder was resolving. The reporter considered abdominal distension, alopecia, breast mass, device dislocation, gastrointestinal disorder, genital haemorrhage, impaired work ability, joint swelling, menopause, menstrual disorder, myalgia, nausea, pelvic pain, peripheral swelling, pruritus, psoriasis, stress and uterine spasm to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: menopause, device dislocation, pelvic pain, alopecia, bloating, gastrointestinal disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: new events nauseated, ankle swelling and leg swelling were added. Fu 21, 22 process together. On (B)(6) 2020: social media received. New reporter added. Fu 21, 22 process together. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('found one coil to be outside the cervix on the bottom of my pelvic floor') and pruritus ('head has been more itchy') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo provera. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pruritus (seriousness criteria medically significant and intervention required), pelvic pain ("have severe pain in 2 spots"), impaired work ability ("she was in such bad shape so she couldn't function"), psoriasis ("psoriasis"), stress ("stress"), menopause ("going through menopause"), uterine spasm ("cervix spasm"), alopecia ("hair is not falling out like it used to"), abdominal distension ("bloating") and gastrointestinal disorder ("bowel issue was the worst part of this"). The patient was treated with surgery (lavh and hysterectomy). Essure was removed. At the time of the report, the device dislocation, pruritus, impaired work ability, psoriasis, stress, menopause, uterine spasm and abdominal distension outcome was unknown, the pelvic pain had resolved, the alopecia had not resolved and the gastrointestinal disorder was resolving. The reporter considered abdominal distension, alopecia, device dislocation, gastrointestinal disorder, impaired work ability, menopause, pelvic pain, pruritus, psoriasis, stress and uterine spasm to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: menopause, device dislocation, pelvic pain, alopecia, bloating, gastrointestinal disorder. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Reporter and historical drug were added. Outcome of event alopecia was updated as not recovered. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('found one coil to be outside the cervix on the bottom of my pelvic floor') and pruritus ('head has been more itchy') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pruritus (seriousness criteria medically significant and intervention required), pelvic pain ("have severe pain in 2 spots"), impaired work ability ("she was in such bad shape so she couldn't function"), psoriasis ("psoriasis"), stress ("stress"), menopause ("going through menopause"), uterine spasm ("cervix spasm"), alopecia ("hair is not falling out like it used to"), abdominal distension ("bloating") and gastrointestinal disorder ("bowel issue was the worst part of this"). The patient was treated with surgery (lavh and hysterectomy). Essure was removed. At the time of the report, the device dislocation, pruritus, impaired work ability, psoriasis, stress, menopause, uterine spasm, alopecia and abdominal distension outcome was unknown, the pelvic pain had resolved and the gastrointestinal disorder was resolving. The reporter considered abdominal distension, alopecia, device dislocation, gastrointestinal disorder, impaired work ability, menopause, pelvic pain, pruritus, psoriasis, stress and uterine spasm to be related to essure. Concerning the injuries reported in this case, the following one was reported via social media: menopause, device dislocation, pelvic pain, alopecia, bloating, gastrointestinal disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pruritus ('head has been more itchy') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pruritus (seriousness criteria medically significant and intervention required), impaired work ability ("she was in such bad shape so she couldn't function"), psoriasis ("psoriasis") and stress ("stress"). The patient was treated with surgery (essure removal). At the time of the report, the pruritus, impaired work ability, psoriasis and stress outcome was unknown. The reporter considered impaired work ability, pruritus, psoriasis and stress to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jan-2020: social media content received: case become incident. Essure removal added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.